Event description:
Per the clinic, the patient experienced pain and swelling which was treated with oral antibiotics for a duration of 2 weeks (specific date not reported). However, the issue did not resolve and the patient was hospitalised for an overnight stay on (B)(6) 2022. Subsequently, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.